Event description:
During ebus fiducial placement, the needle of the biopsy set bent near the middle of the shaft of the device. Once bent, the needle would no longer deploy and the stylet would not move through the center of the needle. Set was discarded and another set opened and used with no issues. FDA safety report ID# (B)(4).